Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh. The patient is making a claim for an adverse patient outcome against the [flat] mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., expiry date, UDI no.,), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal complaint: (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh. The patient is making a claim for an adverse patient outcome against the [flat] mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal sports hernia and pain thereby underwent open repair with implant of bard pre-shaped mesh with keyhole. Per op notes, ¿incision was made at right groin. The fascial defect was identified and reduced. A bard pre-shaped mesh with keyhole was placed and secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with right proximal adductor tendinitis and pain thereby underwent platelet rich plasma injection. (B)(6) 2017 - patient was diagnosed with right inguinal mesh pain and adductor tendinitis thereby underwent prp injection and adductor injection.